Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems. Several attempts were made to retrieve the actual device from the user facility for evaluation but the device was not returned. Therefore an evaluation of a retention sample from the same lot was conducted. During testing, the sample device's blood inlet and outlet ports were blocked, and the sample was filled with deionized water and pressurized to 1.5 kg/cm2 for 10 minutes with a 60 cc syringe. No leaks were found on the arterial quick disconnect, cardioplegia cap, or the arterial outlet. A definitive root cause could not be determined; therefore, the complaint could not be confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 6, 2015. Several attempts were made to retrieve the actual device from the user facility for evaluation. However, the attempts were unsuccessful, so the investigation was limited to the review of the device history record. No production related problems were found. A definitive root cause could not be determined; therefore, the complaint could not be confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corp. That just prior to cardiopulmonary bypass a leak from a connector of the fx15 oxygenator occurred. The leak was identified to be coming from the recirculation port. The effect on the pt and results of the surgery are unk as well as if the product was changed out. According to the device return details, the device is not contaminated, which would mean the product was changed out prior to the initiation of cardiopulmonary bypass.

Manufacturer narrative:
Terumo has not received the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).